Event description:
The customer reported the rad-97 device intermittently shuts down. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The device had a broken standoff in the front chassis and a loose speaker. The device did not power on using the battery; however, it powered on using the ac with the battery icon crossed out due to a defective battery. When the battery is crossed out, any interruption in ac power can cause the device to shut down. The device was able to obtain spo2 and pulse rate readings and was found to visually and audibly alarm when alarm limits were breached. The device was tested with a known good battery for an hour and there were no intermittent shutdowns. The customer's complaint was not duplicated as the device did not shut down by itself. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event., corrected data: b4. Was updated from 09/11/2019 to 10/08/2019. B3. Was updated from (B)(6) 2019 to (B)(6) 2019.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the rad-97 device intermittently shuts down. No patient impact or consequences were reported.